Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. This report is for two unknown pangea locking caps. Part and lot numbers were not provided by reporter. UDI# is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2015 due to adjacent level disk disease at level l3. The original construct was implanted on unknown date and involved pangea implants at the l4-l5 disc levels. The surgeon revised patient by extending the construct to include the l3 disc level. Implants removed during revision included two pangea rods and four locking caps. The patient was re-implanted with two new screws at level l3, two new pangea rods, and six new locking caps. The revision surgery was completed successfully and case went as planned. This report is for two unknown pangea locking caps. This report is 3 of 3 for (B)(4).